Event description:
User facility reported a myomectomy was performed transvaginally just prior to performing a novasure procedure. Hysteroscopy post ablation was not performed after the procedure. The following day, the patient was admitted into the ER complaining of severe abdominal pain. A scan revealed an unknown fluid in the abdomen. The patient underwent exploratory surgery and the surgeon noted a 0.5cm perforation through the uterus near the dome. According to the physician, the myomectomy was not at the site of the perforation. The physician noted a small area of thermal burn to the small bowel where it inserts into the colon. This area was resected and an anastomosis was performed. The patient is reportedly doing well.

Manufacturer narrative:
According to the manufacturer's instructional user manual, the use of the novasure impedance controlled endometrial ablation system is contraindicated for use in: a patient with any anatomic condition that could lead to weakening of the myometrium. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it is an indicator only and it might not detect all perforations under all possible circumstances.